Manufacturer narrative:
Per regulation (EU) (general data protection regulation), patient identifiers should not be collected or recorded or shared with any third parties; therefore the information is not provided. Telephone number: (B)(6). The whitestar signature system has not yet been evaluated by the jjsv engineer. Therefore, a failure analysis of the complaint device has not been completed yet. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and evaluation of the device, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that corneal burns occurred on a patient. Through follow-up we learned that 2 sutures were required and the procedure was completed successfully. It is expected that the patient will have astigmatism. The jjsv sales/application team contacted the customer and it was found that the customer used too high phaco settings. No additional information was provided.